Event description:
It was reported the asymptomatic patient presented in clinic for follow-up when the device was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made. The patient was stable.

Manufacturer narrative:
(B)(4).